Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm which is off label usage of the device on (B)(6) 2023. The patient experienced sensor failure during the warm up period and removed the sensor. Upon sensor pod removal, the patient alleged that the sensor wire detached from the sensor pod and remained in the skin. The patient mentioned he felt the sensor wire in the skin when he would move his arm. On 11/29/2023, the patient consulted a physician who performed an ultrasound which showed no evidence a foreign body was retained under the skin. On 11/30/2023, the patient had an x-ray which showed evidence the sensor wire was retained under the skin. On (B)(6) 2023 the patient had a surgical intervention (incision) with local topical anesthetic cream. During the surgical intervention, the healthcare provider (hcp) attempted to remove the sensor wire from the skin using tweezers but was unsuccessful. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).